Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultrasmart meter is giving inaccurate high readings in the 400s mg/dl compared to past results from the onetouch basic meter. The patient manages his diabetes with self adjusting insulin. The alleged inaccurate high issue began on (B)(6) 2010. Based on the high results obtained on the subject meter, the patient took insulin based on the doctor's recommended sliding scale. Although the patient took less than what the sliding scale prescribed, he developed symptoms described as "couldn't walk, cold sweats, and shaking." It is not clear what treatment the patient received to abate the symptoms. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the meter to other meter comparison was performed more than 30 minutes of each other. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed symptoms that can be suggestive of hypoglycemia after he took insulin based on the alleged lfs meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.